Event description:
An incident was reported on 09/24/2007 that a problem occurred at facility with dr3000 system. This machine was installed in 2007 and has been in operation without similar incident for one month. Problem description: the positioner was in the undertable position, sid at 100cm and with a patient on a quantum table. While the x-ray tech was positioning the patient on the table, they noticed the u-arm positioner started to move in the downward position by itself. The technician quickly moved the patient off the table to avoid the patient being contacted by the moving tube/collimator assembly. They then noticed the positioner started to travel in the upward position on its own, with the quantum table still over the bucky. It actually lifted the several hundred pound quantum table completely off the floor. The positioner continued to move up past the height motor limit switches, damaging the mechanical stops. The carriage cable came completely off the pulley, wrapping around the height potentiometer bracket. Besides the potential safety issue here, severe damage occurred to the positioner. The patient wasn't hurt.

Manufacturer narrative:
Upon initial investigation, company found error log e03 appeared and the u-arm moved out of control. The safety adaptation installed to positioner can stop u-arm immediately when there is eo3 occurs. The tech didn't press the emergency button upon the failure occurrence as instructed in user guide. Sedecal replaced the damaged u-arm with a new one at customer site and sent the damaged u-arm to sedecal us plant for evaluation carestream and supplier are working together to determine if other systems have not yet been installed with this safety adaptation board. Carestream is still continuing to investigate the root cause for this issue.